Manufacturer narrative:
The aquabeam handpiece was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam handpiece without success. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam handpiece/lot number 24c03138 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual, um0101-00, rev. F, was reviewed. 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy and while the patient was in the operating room under anesthesia, upon connecting the aquabeam handpiece to the motorpack, an "e22 ¿ motorpack error" was displayed. Troubleshooting steps were performed, including disconnecting and reconnecting the handpiece and motorpack, as well as resetting the console. Despite these efforts, the error persisted until the handpiece was replaced. Following the replacement, the procedure continued without further technical issues. However, near the end of treatment, minimal change in the prostate was noted, suggesting that the water jet therapy was ineffective. As a result, the procedure was aborted, and the patient was rescheduled for a future session. There were no adverse health consequences to the patient as a result of this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.